Manufacturer narrative:
During coil embolization of an anterior communicating artery aneurysm when the 3.5x7.5 mini complex trufill orbit coil was partly in the aneurysm, the doctor felt some resistance and didn't have a possibility to move it forward. Then doctor manipulated with the prowler select plus microcatheter (mc) to change the position of the tip a little bit, but it was still impossible to push the coil forward. The orbit was then removed from the aneurysm and mc. When the coil was out from the mc it was noted that the proximal part of the coil was straightened out; it was stretched. Momentarily after removal, the coil detached by itself from delivery system. The premature detachment happened when the coil has been taken out from the mc; the entire coil had been removed and there were no adverse outcome to the patient. The target vessel was without pathology and it was a ruptured aneurysm measuring 5.6mm x 4.3mm. The procedure was completed using the same mc. With removal, after completion of the procedure, there were no damages noted on the mc. The mc had not been reshaped. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The embolic coil was received in a separated plastic bag; it was stretched and broken. The headpiece was still attached to the gripper. Introducer was unzipped without damages. Gripper was twisted and residues of blood were observed inside of it. Support coil presented kinked sections and hypotube presents with bends on the proximal body. The od from the delivery tube was measured and was found within specification. Gripper was inspected under microscope and it was found twisted as well. It was observed that the coil had broken coil due to only the headpiece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. Additionally blood residues were observed inside gripper. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471527 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed by the analysis. It was reported that the coil prematurely detached; however, based on the analysis, the coil did not prematurely detach i.e. Release from the gripper, but the coil broke at the headpiece. The reported resistance/friction could not be evaluated due to the condition of the returned device. The timing of the kinks and bends as of the hypotube as related to the procedure cannot be determined. It is not known if these damages contributed to the reported inability to advance the coil further. It is possible that coil packing and/or aneurysm characteristics along with coil to aneurysm sizing contributed to the advancement difficulty. It was reported that the mc position was adjusted in an effort to further advance the coil into the aneurysm. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the twisted condition of the gripper and the separation of the coil at the headpiece, it appears that procedural factors/manipulation contributed to the coil separation which occurred just after removal from the mc. Although the cause of the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that these damages been manufacturing related. Procedural factors appear to have contributed to the damages; therefore, no corrective actions will be taken at this time.

Event description:
During the coil placement when coil was partly in the aneurism, the doctor felt some resistance and didn`t have a possibility to move it forward. Then doctor manipulated with microcatheter to change a little bit the position of the microcatheter's tip but it was still impossible to push the coil forward. Then the physician removed the coil from the aneurism and microcatheter. When the coil was out from the microcatheter the physician found that the proximal part of the coil was straightened out/unraveled/stretched, and momentarily after, the coil detached by itself from delivery system. The premature detachment happened when the coil has been taken out from the microcatheter. The entire coil was removed and there were no adverse outcome to the patient.

Manufacturer narrative:
Additionally, it was reported that the target site was anterior communicating artery with a vessel without pathology and a ruptured aneurysm. The aneurism was 5.6mm x 4.3mm. The (mc) microcatheter utilized was a prowler select plus (606-s255fx; lot 15019682). After removal from the patient, no damages were noticed on the microcatheter. The catheter was removed from the patient just after the procedure not after problems with coil. The procedure was completed through the same microcatheter, since there were not damages. The mc was not reshaped. Additional information will be submitted within 30 days of receipt.